Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the lead impedances were out of range on electrodes 0-7. A loss of coverage to the left side was reported and it was found on routine programming that the electrode impedances were out of range. Impedance testing was performed and it was reported that they reprogrammed around the damaged electrodes to regain coverage. The issue was reported to not be resolved at the time of the report and no surgery was planned. Relevant medical history includes radiculopathy.